Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain one of peritoneal dialysis therapy. The occurrence was discovered while reviewing the patient¿s treatment records for patient not draining. It was noted that the patient had drained 4300 ml which is 187% the patient¿s prescribed fill volume of 2300 ml. Upon discovery of the iipv event, the technical support representative advised that the patient discontinue use of the cycler. The cause for the iipv event was unknown. There was no patient injury or medical intervention associated with the event. The patient completed their therapy using manual supplies. The patient did receive a replacement cycler and has been able to continue with their treatments without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection identified the front panel bezel gasket was drooping over the front panel overlay. This does not obstruct the view or the functionality of the touch screen. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.